Event description:
It was reported that the patient experienced peritonitis, manifested by the patient not feeling good and having pain, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics and was discharged from the hospital 6 days later. The patient was reported to have improved. Additional information was requested, but is not available at this time. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd894725 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient/event as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.